Event description:
The customer requested a log review to determine programming of a potassium drip in the trauma care unit. Potassium chloride 20meq/100ml bag was programmed to run at 10meq/hr for two hours; however, when the supervising nurse checked the "restored" settings, she noted the primary infusion was not set up under guardrails and the rate was 200ml/hr. The patient's heart rhythm was noted to be in svt with a heart rate of 160-170 shortly after the infusion completed. Although it is not certain if the potassium infusion was the cause of the svt, the patient had not experienced any svt prior to the infusion, and converted out of the svt without the use of medications. Vital signs were monitored closely. Labs were drawn at the time of the event, and the following morning.

Manufacturer narrative:
(B)(4). No devices received, log review only. The customer has requested an event log review. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed.